Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six months post implant that there was pocket decubitus. The pocket was revised and the device was explanted and replaced. No further patient complications have been reported as a result of this event.